Manufacturer narrative:
Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that this device indicated a longer battery longevity compared to the actual longevity, thus a discrepancy was noted. The device had triggered elective replacement indicator (eri), although no allegations of premature battery depletion were noted. This device was explanted and will be returned. No adverse patient effects were reported.